Event description:
The head nurse in the pediatric dept claimed that blood leaked from the unit after insertion and prior to needle removal. The leakage was deemed excessive by the clinician.

Manufacturer narrative:
Correct data: the report number this incident was originally filed under, was incorrect, as report number 8041187-2011-00007 had already been filed for a different incident. This report has now been assigned number 8041187-2011-00016 and future reports will contain this number. Based on add'l info received from the customer (B)(4) 2011, the leakage was deemed excessive by the clinician, making this incident reportable. Representative units were received for eval (B)(4) 2011. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).